Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on in high or low mode with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection if the interior of the pack found two of the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack and no damage was found to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Telephone number: (B)(6).

Event description:
It was reported that during surgery, the device would not power on. The device was brand new. There was no harm or delay reported. During product evaluation, it was found that two of the batteries had leaked electrolyte into the pack. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. There was no adverse event associated with this malfunction.